Event description:
Clinical report states that patient was revised to address osteolysis, soft tissue changes verified by MRI, and elevated chromium and cobalt levels. Update rec¿d (B)(6) 2014 - clinical report received. Patient was revised to address stem loosening and pain. A stem has been added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.